Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3 550-39, lot# n201853, implanted: (B)(6) 2009, product type: accessory. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported the patient had their device implanted one week prior to report and their program on the right ¿doesn¿t kick in until it is set to 300¿ and it ¿misfires¿. The patient has to be at a certain angle in order to feel stimulation. No outcome or intervention was reported however additional information has been requested and if received a follow-up report will be sent.